Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. It was determined to be not reportable as the implant was revised due to infection >90 days.

Event description:
It was reported that a patient had an initial knee arthroplasty. Approximately nine months post-operatively, the implanted femoral component was revised due to unknown reasons. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibia component - unknown. Unknown - unknown poly component - unknown. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.